Event description:
It was reported that during central processing, there was broken plastic on the shaft of the force feedback prograsp forceps. There was no reported patient impact or harm.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback prograsp forceps was analyzed and found to have a broken main tube approximately 86.15 mm from the end of the distal tip. The break is located at the distal overmolded end of the main tube. A piece, measuring approximately 6.25mm x 5.51mm in size, was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. A bent inner tube was observed. Further investigation confirmed additional observations. Due to the broken main tube, a detached fragment was observed that was not returned with the instrument. The instrument was found to have a bent inner tube approximately 80.22mm from the distal tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This instrument was further analyzed and found complaint involved broken plastic observed on an instrument with 3 of 4 uses remaining. Failure analysis showed main tube (pn (B)(4) damage, inner tube and weld joint damage, consistent with excessive loading from mishandling/user misuse. Log review showed 30 minutes of use. Instrument was found by central reprocessing with no patient impact or harm reported. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the broken main tube and the detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of the bent instrument inner tube cannot be determined based on the failure analysis. These issues can be resolved by using an alternate instrument to complete the procedure.